Event description:
A dobutamine stress echo was being performed. The equipment froze repeatedly during the infusion of the medication. This required performing a restart of the equipment and additional medication to be administered. Additional images were obtained and the procedure was successfully completed. The manufacturer plans to send a technician to examine the equipment.